Manufacturer narrative:
Attempts were made for the return of the explanted pump; however, it was not returned. The replaced external distal end portion of the percutaneous lead, approximately 18 inches long from the connector, was returned for evaluation. Rescue tape was present at approximately 2.5 inches from the metal connector, and damage to the outer jacket was identified beneath it. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 3.5 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 4 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The pump has not yet been received. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system produced a red heart alarm when the patient was connected to batteries. Upon system controller history interrogation, multiple pump stoppages were observed. The patient was reported as asymptomatic, stable and resting, with the lvad system connected to an ungrounded power module patient cable. On (B)(6) 2017, the manufacturer's technical service representative replaced approximately 22 inches of the external portion of the distal end percutaneous lead (driveline) due to an indication of a phase-phase short that had been occurring while the lvad system was connected to battery power. At the time, the patient was using an older style epc system controller. The patient was discharged; however, on (B)(6) 2017; the lvad system produced multiple pump stoppage events. The patient received a pump exchange on (B)(6) 2017.